Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus had a crack in the lens. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The 30-degree endoscope plus was returned and evaluated by the failure analysis team. The endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. Additionally, the endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed a hairline crack on the enter led button, exhibiting damage to the button pack assembly. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing, evaluated, and found to have a motion checker (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. .